Event description:
On (B)(6) 2010, the patient contacted animas to report that on an unspecified date in (B)(6) 2010 she obtained a blood glucose reading of 25 mg/dl after over-bolusing due to a faded display on the reported pump. The patient claimed she was unable to read the pump's display and took an incorrect bolus dose of insulin afterwards. The patient did not report experiencing any symptoms of low or high blood glucose levels at that time. The patient administered self-treatment by consuming food and orange juice. Her subsequent blood glucose reading was 100 mg/dl. The patient did not seek any emergency medical attention. It was reported that the pump display screen was dim or fading for a few months prior to this event. The pump was returned to animas for evaluation. On (B)(4) 2010, evaluation testing was performed, and the dim screen issue was confirmed. The patient suffered blood glucose levels after taking too much insulin due to issues reading the pump's faded display, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. On (B)(4) 2010, evaluation testing was performed, and the dim unreadable screen issue was confirmed.